Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt presented at interim (B)(6) 2010 with redness, mild discomfort, and occasional drainage. In the office, local was given and an excision of sinus took place, represented on (B)(6) 2010 with continuing problems. Scheduled for excision and debridement of wound and resection of suture granuloma on (B)(6) 2010.